Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the patient had a fall. One of the leads may be damaged, but the cause was unknown. All the contacts were out so lead fracture was suspected. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the physician was not sure if it was a lead fracture or not however, it was known that the lead was not functioning.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the patient had a fall. One of the leads may be damaged, but the cause was unknown. All the contacts were out so lead fracture was suspected. The patient will undergo a revision procedure.

Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the patient had a fall. One of the leads may be damaged, but the cause was unknown. All the contacts were out so lead fracture was suspected. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the patient had a fall. One of the leads may be damaged, but the cause was unknown. All the contacts were out so lead fracture was suspected. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the patient had a fall. One of the leads may be damaged, but the cause was unknown. All the contacts were out so lead fracture was suspected. The patient will undergo a revision procedure.